Event description:
Blanket warmer overheated and started to smolder, upon opening the lower compartment door the contents of the unit flamed up on contact with the air. Incindiary event was contained within the unit. Unit was taken out of service at the account.